Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was visually examined upon receipt and was found to be in good overall condition. In evaluation findings it was noted that they observed low flow and replace flow meter to correct low flow.